Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd slip tip syringe with the bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from (B)(6): "a large black foreign matter was found in the syringe when the medicine bottle was configured. Timely replacement did not cause harm to the patient".

Event description:
It was reported that black foreign matter was found in the bd slip tip syringe with the bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from chinese: "a large black foreign matter was found in the syringe when the medicine bottle was configured. Timely replacement did not cause harm to the patient"

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301945 and lot number 1907189. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported incident.